Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest. It was further alleged that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.